Event description:
It was reported that there was a gradual loss of stimulation/therapeutic effect. ¿high density programming rationale applied at threshold level.¿ the patient also reported pain at the generator site. The physician noted no redness or other signs of infection/skin erosion at the implant site. X-rays were also taken to verify placement of the leads and they were noted to appear to be consistent with the original location at implant. Impedances were also checked. The patient experienced less than 50% therapy relief and a burning sensation at the device pocket. Follow-up determined that the generator site was uncomfortable due to the stimulator being there. The patient was not receiving adequate relief of pain. The patient wished for the device to be explanted. Increasing the high density programming settings were encouraged and it was also encouraged to turn the stimulator on as it had been turned off. Additional information received reported that the patient had discontinued use of the stimulator and had coordinated with their physician to have it removed. They patient was recharging 3 hours a day and the pain relief was not worth the inconvenience. The generator and leads were removed on (B)(6) 2015.

Manufacturer narrative:
Concomitant products: product ID 977a160, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).